Event description:
There was a delayed onset of spinal bupivacaine that came in spinal needle tray. Typical onset of spinal medications is 5 minutes, and it took 25 minutes for full effect for this patient. This spinal medication came in the kit from lot 0061946827 expiration 2026-05-31. No harm resulted. As this was a scheduled, non-urgent cesarean section, the surgeons were able to wait the 25 minutes for the spinal to take effect. No additional medications were given.